Event description:
It was reported that in 2007 the patient returned from a trip, and in the airport passed through several security controls including metal detectors. On the days following, she had worsening of her pain. At her follow up visit, the hcp noticed that the refill date had shifted out about 1 month, so he suspected that this meant the pump has been stopped for some time. The hcp refilled the pump and reprogrammed it. The patient continued to have pain. The hcp decided to replace the pump. The patient was doing well since the pump replacement. The pump was used to deliver morphine.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.